Event description:
It was reported that the patient went to a medical appointment because the inflatable penile prosthesis (ipp) pump was deflated and empty. After physical exam, it was also noticed that the reservoir migrated. The physician performed troubleshooting to try to activate and deactivate the prosthesis without success; therefore, a revision surgery was recommended. A leakage in the system is suspected. No patient complications were reported.

Event description:
It was reported that the patient went to a medical appointment because the inflatable penile prosthesis (ipp) pump was deflated and empty. After physical exam, it was also noticed that the reservoir migrated. The physician performed troubleshooting to try to activate and deactivate the prosthesis without success; therefore, a revision surgery was recommended. A leakage in the system is suspected. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported device migration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.